Event description:
It was reported that the device had a "port malfunction," fell apart at the proximal end and did not hold air. Additional info was requested regarding the procedure, the pt and the device, but no additional info was available.

Manufacturer narrative:
No device was returned to the MFR for eval. A f/u report will be sent if the device is received.